Event description:
It was reported that the site's (B)(4) x5 hand held screen was continually freezing after interrogating vns patients devices, and the menu will not progress to the parameters screen. The site was aware of the recommended troubleshooting to remove and reinsert the software flashcard into the hand held, however the issue continued to occur and the site requested a new hand held. The non-working software flashcard and hand held have been returned to manufacturer where analysis is underway.